Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as falling down due to lifevest, causing bruising. The patient is on blood thinners causing easy bruising. There was no alleged device malfunction contributing to the patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.